Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported the exhalation transducer fails calibration testing. The customer performed troubleshooting, but the issue was not resolved. At this time, it is unknown whether or not there is any patient involvement associated with the event.